Event description:
It was reported that the physician's handheld does not hold a charge even after being plugged into an electrical outlet full time. The physician reported that the handheld is not easy for him to navigate and would like a new programming tablet. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
Product analysis was completed for the handheld device on (B)(4) 2015. The back-up battery voltage with no load measured 488mv (nominal 3v). This is an indication that the back-up battery has been depleted. The back-up battery indicator read 0%. This is expected because the back-up battery will discharge if the unit is not supported by an external power source or by main battery power. A known good back-up battery was substituted into the handheld and the battery indicator read 100%. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis was completed for the software flashcard on (B)(4) 2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.